Event description:
It was reported the pt was unable to communicate with her charger or programmer due to swelling at the ipg site. The physician removed some of the fluid from the ipg site and ipg was able to communicate with the programmer but not the charger. The sjm rep was able to program the pt and turn stimulation on. Follow up identified and swelling has decreased but the ipg is still unable to communicate with the charger. A sjm rep met with the pt and confirmed the issue. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.